Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgment; however, factors that may contribute to stent dislodgment prior to use include, but are not limited to, crimping during manufacturing, incorrect sheath sizing, negative pressure during sheath removal, forced sheath removal, inadvertent mishandling by user, or interaction with accessory devices. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2020, upon unpacking the xience xpedition stent delivery system (sds) without reported issues, the proximal stent was observed dislodged from the balloon. There was no patient involvement reported and a xience xpedition was used in replacement. No additional information was provided regarding this issue.